Event description:
There was an allegation of discrepant results for 3 patient samples tested for elecsys hcg+beta (hcg + b) on a cobas 6000 e601 module. Patient 1 initial result was > 10000 miu/ml. The repeat result was dilution was < 2 miu/ml. On (B)(6) 2026, the repeat result was > 10000 miu/ml. On (B)(6) 2026, patient 2 initial result was > 10000 miu/ml with a data flag. The repeat with a 1:20 dilution was 3.17 miu/ml. The repeat with a 1:100 dilution was 22706 miu/ml. The result of 22706 miu/ml was believed to be correct. Patient 3 initial result was > 10000 miu/ml the repeat with a 1:20 dilution was 46883 miu/ml.

Manufacturer narrative:
The e601 module serial number was (B)(6).